Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e315 error. The issue was identified in a diagnostic colonoscopy procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10; g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting and explained that the e315 error code likely occurred because both the cv and clv-190 components were not powered off when the pcf-h190l was inserted to replace the -180 series olympus scope. The customer can also further test the suspect tower components by inserting other known reliable scopes to see whether any other anomalies occur, also the usage of the cv-190 esc key on the keyboard was explained. The reported event was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new findings based on completed investigation. No change in MDR reportability decision.